Event description:
It was reported that the pt's pump was removed due to infection. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.